Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer reports the clinician was putting the needle into the sharps container that was full. A needle was sticking out of the container and when the clinician went to dispose of the sharps, the clinician was stuck by the needle that was sticking out of the lid of the sharps container. The normal hospital protocol was followed with having blood work drawn and follow up tests.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completed the results will be forwarded.